Manufacturer narrative:
A sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Capas (B)(4) were opened to identify and address the potential causes of safety shield disengagement. Remedial action required: field action notification mss-16-837-fa was initiated and a product advisory letter was sent on 12/29/2016.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a student nurse gave an injection with a 22 g x 1 in. Bd eclipse¿ needle but did not hear the click of the safety shield upon activation. The student nurse did not visually confirm the needle was covered and then proceeded to run her finger along the unprotected needle and suffered a contaminated needle stick injury. The student nurse was evaluated in an emergency department but it is unknown if she was provided with any specific medical interventions.